Event description:
The customer reported that all units lost power in transport. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). See associated report #: 2016493-2015-00197. Two of four devices received were verified as losing power. Those devices were on the right of the pc unit; channel c (sn (B)(4)) and channel d (sn (B)(4)). Review of the event logs confirmed a channel disconnect event on (B)(6) 2014 at 6:21 pm with channel d while infusing he drug vasopressin. The user acknowledged the channel disconnect event. Functional testing of the returned system was performed. During testing on channel c a loss of power event was replicated. Channel d lost power as a result of channel c losing power. No power loss events could be replicated with the other returned pump modules. Inspection of all the iui connectors was performed. The connectors had dried white fluid residue on the bodies of the connectors. A large crack on the male (right) iui connector for channel d was identified. The root cause of the customer's reported experience is believed to be due to fluid contamination on the iui connector contacts on channel c.